Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
Additional information: device available for evaluation?

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock with the device could not be verified during this analysis. However, it is believed that the failures of the electrical tests performed are attributed to an intermittency in the circuit. These failures could not be isolated during this analysis, as failures of the electrical tests recovered after the residual gas analysis process. Since failure analysis could not recreate electrical test failures to determine the root cause of the problem, no corrective action can be implemented. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.